Manufacturer narrative:
H6: investigation summary one sample was returned from the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed sucessfully. The customer complaint of the tpn filter did not fill up adequately which resulted in a large amount of air which could not be removed could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review for model 20027e lot number 20055181 was performed. The search showed that a total of (B)(4) units in (B)(4) lot number was built on (B)(6)2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that ext set 0.2 micron filter ss dehp free had air in line. The following information was provided by the initial reporter: material #: 20027e batch/ lot #: 20055181 it was reported that the tpn filter did not fill up adequately which resulted in a large amount of air which could not be removed. Verbatim: during line changed it was found that the tpn filter did not adequately fill up leaving a large amount of air which could not be removed. The tpn filter was replaced and the old one giving to nursing management.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ext set 0.2 micron filter ss dehp free had air in line. The following information was provided by the initial reporter: material #: 20027e, batch/ lot #: 20055181. It was reported that the tpn filter did not fill up adequately which resulted in a large amount of air which could not be removed. During line changed it was found that the tpn filter did not adequately fill up leaving a large amount of air which could not be removed. The tpn filter was replaced and the old one giving to nursing management.